Event description:
It was reported per medwatch report that patient (pt) was a (B) (6) female who was morbidly obese and suffered from diabetes. Pt had a temporary pacemaker placed through the jugular vein. The pacemaker was working as intended and was no longer needed by pt. The day shift had earlier given medications through the introducer. When the night shift nurse checked at 1900, she did not notice anything wrong with the pacemaker system. At 2200, she gave medication through the introducer and the tubing broke and fell onto the sheets. The tubing was still attached to pt and was quickly clamped and covered. Tubing that fell off was saved and physician was notified. The physician ordered that the pacemaker introducer be removed immediately, which was done. Pt was carefully monitored and assessed by the physician. Pt had no ill affects from this incident and was discharged as previously planned. Note: medwatch report had originally gone to edwards life sciences for a problem during a temporary pacemaker placement. It was also noted that an arrow made 6 fr introducer was used with the edwards product.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.